Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Balloon rupture occurred during stent post-dilation, below rated burst pressure. This resulted in a focal, contained perforation of the proximal portion of the saphenous vein graft to obtuse marginal artery. There was no hemodynamic compromise. No additional information was given.